Event description:
A facility reported a certas valve (ID 828806pl) was implanted via ventricular peritoneal (vp) shunt on (B)(6) 2022. The siphon guard tore from valve while implanted in patient, due to the issue, the shunt failed. The valve was disconnected to the catheter from inferior of shunt valve. The patient experienced a shuffling gait, moderate ventriculomegaly for 10-11 months. The valve was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve (ID (B)(4). ) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: the patient experienced dizziness and headaches due to valve failure.

Event description:
N/a.